Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during the procedure the basket did not work. The procedure was completed with another of the same device. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the device was opened when received. The basket and all basket wires were present and attached, however they were noted to be bent. The outer sheath was kinked in several locations; some of the kinks were collapsed. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the basket would open without issue but would not close completely. The basket extended approximately 3mm with the handle in the closed position and the sheath held in a 3.5¿ loop, which exceeds specification. When the basket was in the closed position, the basket wires exceeded the sheath outer diameter. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal side of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the proximal end of the outer sheath; it moved freely through the sheath during removal. Further examination noted the wire was bent between the splice cannula and the proximal side of the basket. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context. It should also be noted that the defects found during evaluation of the returned device do not constitute a reportable event.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket.according to the complainant, during the procedure the basket did not work. The procedure was completed with another of the same device.the status of the patient is unknown. Attempts to obtain additional information were unsuccessful.